Event description:
Falsely elevated troponin I results were obtained (see data section b6) on two patients. The first results was reported to the physician who questioned the result. The second result was not reported. The same samples were tested on the instrument and negative results were obtained. No information was provided regarding patient treatment. Unable to determine adverse health effects due to falsely troponin I results. The most likely cause for the falsely depressed troponin I results was the hm mixing motor.